Event description:
Patient reports that one of the pumps she just received has a broken plastic covering around the cartridge chamber patient reports this makes loading the cartridge in the chamber impossible. Pump will be replaced. Patient is able to use other pump sent and the 2 other pumps in her possession due to maintenance with no issues. Patient did not have a lapse in therapy related to pump malfunction, and patient reports no adverse effects related to pump malfunction. Pump did not malfunction while in use. Patient is currently returning the malfunctioning pump to the pharmacy. Dose or amount: 74.4 nkm. Frequency: continuous. Route: subcutaneous. Dates of use: from (B)(6) 2011 to ongoing. Diagnosis or reason for use: pah. Event abated after use stopped or dose reduced: no.